Event description:
During a scheduled procedure, the surgical tech nor the pa could remove the top vistaseal applicator assembly to be able to attach the laparoscopic adapter. A second item of the same kind was opened to the field and worked properly. No patient harm. FDA safety report ID# (B)(4).